Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated carbon dioxide (co2) and glucose (glu) results were obtained on three patient samples on the dimension vista 500 instrument. Siemens determined that quality controls (qcs) were within acceptable ranges on the day of the event. Siemens remotely accessed the instrument and detected an alert (water purification module [wpm] resistivity less than set point). The customer indicated that they replaced the qgard, but the issue persisted. The customer inspected the wpm and determined that they replaced the qgard with a progard in error. The customer replaced with the incorrectly installed progard with the correct qgard, and emptied and refilled the water tank. Siemens reviewed the dimension vista instrument health report and did not find any additional hardware alerts; siemens homed all modules, and reset the instrument. Then, the customer ran qcs and replaced the co2 flex reagent; the qcs recovered within acceptable ranges. The customer repeated the patient samples after replacing the progard with the qgard and the results recovered as expected. A use error contributed to the discordant, falsely elevated co2 and glu results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 500 instrument. Additionally, a discordant, falsely elevated glucose (glu) result was obtained on sample ID (B)(6). The discordant results were reported to the physician(s). The customer replaced the qgard on the instrument and repeated the samples on the same instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 and glu results.